Event description:
It was reported that during an percutaneous transluminal angioplasty, tip detachment occurred. The 90% stenosed non-tortuous and severely calcified target lesion was located in the anterior tibial artery (ata). As the 182cm v-14 control wire was advanced across the lesion the physician noted that the tip of the wire detached inside the patient. The physician did not attempt retrieval of the device fragment because it did not affect the flow of blood in the artery. No further patient complications were reported the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an percutaneous transluminal angioplasty, tip detachment occurred. The 90% stenosed non-tortuous and severely calcified target lesion was located in the anterior tibial artery (ata). As the 182cm v-14 control wire was advanced across the lesion the physician noted that the tip of the wire detached inside the patient. The physician did not attempt retrieval of the device fragment because it did not affect the flow of blood in the artery. No further patient complications were reported the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual inspection was performed. Device presents a kink in the poly tip section. Additionally presents a fracture at 181 cm from the proximal section. The device appears to have been pulled/pushed against resistance. Fracture characteristics of the ribbon indicate a torsional failure with possible bending and/or tensile components. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).